Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The embolic protection system (eps) was returned with blood on the delivery catheter (dc) pod, dc, and filtration element and saline on the black handle, consistent with the reported use. Only the dc, retrieval catheter, barewire and filtration element were returned. The filtration element was fully deployed on the bare wire. There was no damage noted to the filtration element. The white pull handle was fully pulled proximal to the black handle. The red locking clip was not returned. There was no damage noted to the eps. The rhv used during the procedure was not returned. A pin gauge was used to measure the inner diameter of the retrieval catheter, which met the manufacturing criteria. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty removing and subsequent filter dislodgment appears to be related to interaction with the hemostatic valve. It may be possible that the hemostatic valve was not fully opened during retrieval, and when the collapsed portion of the filter (with emboli) was being pulled through, it may have caused the filter to deploy out from the retrieval catheter due to the outer diameter of this area of the retrieval catheter being larger. Neurological complications is listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for difficult to remove or dislodged reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that after successful stent implantation in the left carotid artery, during removal of the embolic protection device (epd), the filter was captured in the retrieval catheter and pulled back without difficulty. However, the epd dislodged out of the retrieval catheter when it reached the hemostatic valve and became stuck at the valve. The patient experienced decreased level of consciousness and decreased movement of the right arm. The barewire was quickly removed and the epd was removed from the hemostasis valve without intervention. The neurologic deficit improved but is continuing. Hospitalization was prolonged. Though requested, no additional information was provided.